Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter.

Event description:
It was reported that the patient's pump died prior to the elective replacement indicator because of the high settings it ran at. At that time, the patient instantly went into severe withdrawals, during which, she couldn't sleep, couldn't sit still, would cry, and would feel like she's "going to go insane." The managing physician told her to "take one extra pain pill" to deal with the withdrawals until the date of surgery. One additional pain pill did not sufficiently deal with the patient's withdrawals.